Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the helix was distorted due to pulling/stretching /overstress. Visual analysis noted apparent explant damage.

Event description:
It was reported that the right atrial lead dislodged. During the lead revision, it was noted that the lead had not been properly sutured during the initial implant. The helix was damaged during the procedure; however, so the physician explanted and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.